Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/26/2020 additional information was requested, and the following was obtained: 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Female, other demographic info unknown. 2. What is the date of the index surgical procedure? Date unknown. 3. What are the diagnosis and indication for the index surgical procedure? Removal of uterus via robotic hysterectomy. 4. Relevant patient history? Patient history unknown. 5. Any intraoperative concurrent use of other products? Stratafix to close vaginal cuff. 6. What is the lot number? Lot # unknown. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active oozing at the vaginal cuff. 8. How much surgicel was used during the procedure? 3 grams. 9. Was the surgicel product left in place? Was the excess irrigated and removed? Left in place ¿ was not piled in one spot but was spread throughout lower pelvic region around vaginal cuff. 10. What were current symptoms following the index surgical procedure? Onset date? Abscess formed. 11. Were cultures performed? If yes, results? Yes, results have not yet been identified. 12. Has any surgical or medical intervention been performed? Intervention unknown. 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? Believes that surgicel powder may have played a role in event occurring as it was only change in her typical technique. 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? Alleged deficiency of surgicel unknown. 15. What is the patient¿s current status? Surgeon acknowledged that patient was/is okay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure? 2. What is the date of the index surgical procedure? 3. What are the diagnosis and indication for the index surgical procedure? 4. Relevant patient history? 5. Any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Were cultures performed? If yes, results? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? 15. What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hysterectomy procedure on an unknown date and absorbable hemostat was used. Post operatively the patient developed an abscess at the vaginal cuff where the absorbable hemostat was used. It was drained and cleaned, and patient is doing fine. Additional information was requested.